Event description:
A pharmacist reported to baxter (B)(4) of a extension set w/polyethylene lined tubing & .22 micron filter in which "the liquid can't pass the filter of the extension set." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Visual inspection was performed and no defect or blockage was observed. The sample was functionally tested by attaching the set to a syringe of water and a solution set primed with water. The water passed through the set in both situations resulting in no blocked fluid path observed. The reported condition was not confirmed. The root cause was not determined.